Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a patient with a history of anti-d that failed to react with cell#4 from 0.8% resolve panel a lot vra216 during manual gel testing. Sample reacted with other d-positive cells on panel, but lack of reactivity meant that definitive identification was not possible. No erroneous results were released. Patient in question had a history of anti-d and anti-d was confirmed on sample using selected cells from expired resolve panel a lot (4+ reactions obtained). No other antibodies were identified. Additional testing was performed with cell #4 from 0.8% resolve panel a lot # vra216 and found cell reacted 2+ with anti-d antisera. Customer further added that daily qc testing was performed and results were acceptable. All reagents were confirmed to have been stored appropriately. Visual appearance before use was normal.